Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient to be implanted with a screw in an unknown spinal therapy for an unknown spinal indication. It was reported that that the set screw was damaged. The device was never implanted. There was no patient involved in the event. No further complications were reported/ anticipated. Additional information was received. It was reported that the patient was not injured. An attempt was made to implant the screw into the patient.

Manufacturer narrative:
G2: the country of the event is france. H3. Device evaluation summary: product analysis (B)(4).:part # 5440030 lot # 0030880c visual and macroscopic inspection confirmed the threads of the set screw have been damaged. The thread crest and flank damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The female torx of the screw has not been damaged. The break off portion of the set screw is still attached. This type of damage is consistent with misalignment of the set screw threads during construct assembly. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.